Event description:
It was reported that premature core wire detachment occurred. A left atrial appendage closure procedure was being performed. A watchman trusteer access system was advanced. A 31mm watchman flx pro closure device and delivery system was flushed and prepared appropriately then inserted wet to wet into the access system and advanced until the distal marker bands on both sheaths aligned and the devices snapped together. The back of the touhy was loosened to allow for unsheathing of the flx ball. Flx ball was achieved and device deployed by unsheathing with very little movement in the appendage. Ten second slight forward hold on the deployment knob completed post-deployment. Position was assessed in all four views and agreed to be ideal. The physician began to back the sheath off the device to perform the tug test. However, when backing the sheath off, the core wire seemed to suddenly pop off from the closure device. It was immediately recognized that the core wire was completely unscrewed from the closure device and the closure device was fully released. The closure device was immediately assessed in all four views on transesophageal echocardiogram (tee) and position was agreed to be unchanged. Color doppler showed no leaks around the closure device at every angle and compression measured 36-32%. Position, size, and seal all met the release criteria, however the tug test was unable to be performed due to premature release from the core wire. No patient complications occurred.

Event description:
It was reported that premature core wire detachment occurred. A left atrial appendage closure procedure was being performed. A watchman trusteer access system was advanced. A 31mm watchman flx pro closure device and delivery system was flushed and prepared appropriately then inserted wet to wet into the access system and advanced until the distal marker bands on both sheaths aligned and the devices snapped together. The back of the touhy was loosened to allow for unsheathing of the flx ball. Flx ball was achieved and device deployed by unsheathing with very little movement in the appendage. Ten second slight forward hold on the deployment knob completed post-deployment. Position was assessed in all four views and agreed to be ideal. The physician began to back the sheath off the device to perform the tug test. However, when backing the sheath off, the core wire seemed to suddenly pop off from the closure device. It was immediately recognized that the core wire was completely unscrewed from the closure device and the closure device was fully released. The closure device was immediately assessed in all four views on transesophageal echocardiogram (tee) and position was agreed to be unchanged. Color doppler showed no leaks around the closure device at every angle and compression measured 36-32%. Position, size, and seal all met the release criteria, however the tug test was unable to be performed due to premature release from the core wire. No patient complications occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0038037950. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review a risk review was completed and confirmed that the event of premature detachment of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.